Event description:
Literature: van rijn ma, munts ag, marinus j, et al. Intrathecal baclofen for dystonia of complex regional pain syndrome. Pain. 2009; 143(1-2): 41-47. Summary: this study looked at the efficacy of intrathecal baclofen (itb) in pts with complex regional pain syndrome (crps)-related dystonia and to evaluate, if itb is effective and safe in this population over a 12-month period. Fifty-seven crps pts were assessed for eligibility between january 2002 and january 2007, 42 pts were eligible to participate. After pump implant, it was reported that there was subcutaneous fluid collection/csf leak. See manufacturer report number: 21282207200903083.

Manufacturer narrative:
See scanned pages.